Event description:
It was reported that non-sustained lead noise episodes were observed that showed inhibition of pacing due to myopotential oversensing. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.